Manufacturer narrative:
MDR . / initial 1 of 3. E1: patient city: (B)(6). Patient country: belgium. Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue with three infusions set on 03-jun-2026 as tape was not sticking after shower and the infusion set came off.